Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited tip cover was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of "distal cover burn" was confirmed. The probably cause was most likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. However; a definitive root cause could not be determined. The event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). The detection method in the instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ in the instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.